Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire detached from transmitter. After sensor removal, patient reported seeing wire on floor. No medical intervention was necessary.